Event description:
The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens of -4.5 diopter, was implanted into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023, lens opacity with asc is observed. On (B)(6) 2023, the lens was removed and the problem was not resolved. Cause of the event is unknown.

Manufacturer narrative:
A4-a6:unk. H6: off-label: age>45, acd<3.0. Claim# (B)(4).